Event description:
Patient had extremely difficult anatomy. Tortuosity was present in both the aorta and extremely winding in the iliac arteries. The aneurysm measured over 10 centimeters. The advancement of the heavy duty wire guide through the access vessel was very difficult and resulted in bending the wire guide. Once the main body graft was advanced, the physician was unable to cannulate the contralateral limb. Multiple attempts to cannulate the limb were unsuccessful, extending over a long period of time. Physician decided to convert the procedure to an aortouni-iliac configuration. Ipsilateral iliac leg graft was deployed, followed by the placement of the converter. The post angiogram performed after deployment of the endovascular graft revealed an endoleak of the sealing site of the converter within the main body graft. A main body extension was deployed at the proximal fixation site of the converter in order to promote a better graft to graft apposition. Extension was placed and the endoleak was resolved. The physician preferred to extend the landing zone of the ipsilateral leg graft in order to ensure future exclusion of the aneurysm. As a result of the conversion to an aortouni-iliac configuration, the patient's left hypogastric was embolized and a fem-fem bypass procedure was performed. Final angiogram noted good results from the additional extension, with no visible signs of any endoleaks. Please refer to 1820334-2004-00125 and 1820334-2004-00126 for additional information.